Event description:
2m9832 pump was concomitant with 2m9856 in reported over infusion. Pharmacist stated following: total bag volume 600 ml with rate of 3.3 ml/hr for 7 days. During week 1: bag, set and pump were not changed. Patient reported bag was empty before scheduled time. During week 2: bag and pump were replaced but not set. Again patient reported therapy ended early. Week 3: bag and set were changed but not the pump. This set was a different lot number than previous set. No report of over infusion was made. Technician and pharmacist believe issue is with set. No patient injury or medical intervention was reported.